Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure? Date and indication of initial surgical procedure in 2003? Other relevant patient comorbidities? Product code and lot number? Onset of chronic pain and vaginal discharge from the initial surgery? When was urinary stress incontinence recurred? Has incontinence changed from pre-surgery condition? Is incontinence worse, better, or same? What was a reason/indication for vaginal mesh removal? Date and surgical findings? Was there any deficiency or anomaly of the mesh? If yes, please describe it. What is the indication for planned mesh removal from abdomen? And why from abdomen? Provide the date and surgical findings if this removal of mesh from abdomen was already performed? Was any deficiency or anomaly of the mesh? If yes, please describe it. What is physician¿s opinion as to the etiology of or contributing factors to these events (chronic pain, recurrent vaginal discharge and recurrent usi)? What is the patient's current status?

Event description:
It was reported that the patient underwent a sling surgery in 2003 and the mesh was implanted. The patient experienced a chronic pain and recurrent vaginal discharge. The patient underwent a vaginal mesh removal and recurrent usi noted. Now the patient is awaiting removal of mesh from abdomen. Additional information has been requested.